Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient developed an irritation on their back and chest under the therapy electrodes. The irritation was oozing. The patient's physician prescribed hydrocortisone cream which helped the irritation to improve.